Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited an episode of undersensing of ventricular fibrillation during the post charge reconfirmation phase. This resulted in a five second delay in therapy delivery. There was no adverse effects to the patient.